Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of thrombosis, as listed in the graftmaster coronary stent graft system instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during the procedure a perforation occurred in the right internal mammary artery from a non-abbott guide wire, with active extravasation of blood into the right thorax. Balloon dilatation was unsuccessful so a 4.0 x 16 mm graftmaster was successfully deployed, but a small leak was noted at the proximal edge of the stent. A 3.5 x 16 mm graftmaster stent was successfully deployed proximally in an overlapping fashion, resolving the leak; however, there was distal vessel occlusion from thrombus. The patient was observed for over 20 minutes and remained hemodynamically stable. There was no reported clinically significant delay in the procedure. No additional information was provided.